Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a twenty minute delay to the case due to the site switching over to using the imaging system and not the computed tomography (CT). The procedure was completed using the navigation system after the imaging system images were successfully uploaded to the navigation system. It was reported that the case went well.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was suspected that there was poor registration technique. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9735740, software version: (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the surgeon used point merge for registration. They had a 1.6 error metric and proceeded into navigate. The surgeon felt accurate when navigating to the base of the pedicle, but the cad model was showing anterior to posterior directionally rather than posterior to anterior. The procedure was completed using an imaging system and there was no reported issue or impact to patient outcome. It was unknown if there was a surgical delay. An update was provided on the surgeon's technique. The surgeon set and collected points on multiple vertebral bodies and had one point on the poster spinous process. There were a couple of red points of the seven the collected but it was unknown if the spinous process point was red. It was noted that the surgeon did not use surface merge.